Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6) batch: 7155490 UDI: (B)(4). Product family: scs-linear leads upn: m365sc2218500/m365sc2318700 model: sc-2318-70 serial: (B)(6) batch: 5002767 UDI: (B)(4). Product family: scs-linear leads/scs-lead fixation upn: m365sc43180 model: sc-4318 serial: na batch: 35766771 UDI: (B)(4).

Event description:
It was reported that the patient was in the emergency room (ER) due to swelling around the implantable pulse generator (ipg) site. Symptoms of high body temp was noted. The physician had to wash out the ipg site. The patient underwent a spinal cord stimulation (scs) explant procedure and was doing well postoperatively. The explanted device components were discarded per facility policy.